Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing ineffective therapy. And upon testing the patient did not report paresthesia in the desired area of pain. Surgical intervention took place on (B)(6) 2023 where the lead was repositioned. Therapy was restored.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.